Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transient 2:1 atrioventricular block with peri¿conduction system pacing after leadless pacemaker implantation. The texas heart institute journal. 2024, vol. 51, no. 1. Doi: 10.14503/thij-23-8268 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a leadless implantable pulse generator (ipg). The authors described one patient who underwent an implant of a leadless ipg. During the implant, the device originally had good tine positioning, but then it got displaced backwards toward the tricuspid valve and had to be retrieved and redeployed to the appropriate position. Approximately four hours post procedure, the patient developed an intermittent second-degree type one and 2:1 atrioventricular block with narrow-complex backup pacing. Device interrogation revealed appropriate sensing, impedance, and threshold. It was suspected that the av block may have occurred as a result of mechanical disruption of conduction at the implantation site and device redeployment. The av block was resolved without intervention and the patient was discharged after twenty-four hours of observation. The device remains in use. No additional adverse patient effects or product performance issues were reported.